Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a damaged grommet and a set screw with a rounded socket.

Event description:
It was reported that during the implant attempt, the setscrew could not be tightened when the device was attached to the leads. It was then noted that the setscrew was on the end of the wrench and could not be reinserted. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.